Event description:
The customer reported that the device was displaying a critical error message and the device was not recognizing the therapy cable and test load. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported that the device was displaying a critical error message and the device was not recognizing the therapy cable and test load. No pt involvement was reported. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.